Event description:
It was reported that the indirect decompression spacer broke into pieces upon deployment during the implant procedure. The physician assessed that the patients spinous process caused resistance during application of the sagittal wiggle, despite the implant being properly connected to the inserter. The broken spacer was replaced with a new spacer of the same model and the procedure was completed successfully. All pieces of the broken spacer will not be returned as they were retained by the facility.